Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a sigmoid colectomy with robotic support, after connecting the anvil to the stapler and releasing the safety lever, the handle could not be squeezed. The black return knob was loosened, and the anvil and stapler were released. To resolve the issue, the device was replaced with a new stapler, and the procedure was successfully completed without further issues. The surgery was extended by 20 minutes due to the device problem. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the disengaged staple guide with a proper weld mark on the shell head. The disengaged staple guide was not received. Further inspection noted that the green bar was visible in the indicator window and the safety feature was not engaged. The pusher fingers appeared to be intact and inspection under the microscope displayed no damage to the knife blade. Functional testing found that the wing nut and safety functioned properly upon rotating the twist knob. The green bar was visible within the indicator window when the twist knob was fully closed. The instrument was applied to the appropriate test media producing acceptable results. Pusher-fingers and knife advance when the handle was squeezed and the knife cut the media cleanly and completely. The device also produced all audible, tactile and visual indicators during the functional testing. It was reported that the instrument did not fire. The reported issue was not confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the instrument is handled rough. The evaluation detected an unreported condition: disengaged staple. This issue can occur when the staple guide and anvil do not meet properly causing the weld to break because of no opposite force was found when anvil is not in proper pos ition when firing. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.